Manufacturer narrative:
Date of initial report: 10/02/2009. The return of the incident sample has been requested. To date, it has not been received for eval. Additional questions in regard to the incident have also been asked. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a primary c-section, the baby was born and placed in between mother legs for suctioning and then was taken across to hallway by the nicu nurse for examination. Once in the room, the injury was discovered and reported to the md for eval. The injury appears to be full thickness burn to the left occipital parietal area. The pt was discharged home with ointment to be applied four times per day and scheduled for follow up in both the pediatric and the plastic surgery clinics until determined by the md.